Event description:
Additional information, it was reported that the lead exhibited under sensing. The lead was explanted and replaced.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded as a result of constant friction with another implantable device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.